Event description:
It was reported that the patient presented at clinic with noise oversensing exhibited by their right ventricular (rv) lead. Their rv lead was explanted and successfully replaced. The patient was stable.